Manufacturer narrative:
Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device number lot 31718303l and no internal action related to the complaint were found during the review. Internal action is being followed to investigate neurovascular events with varipulse catheters. Importantly, the mechanism for an incidence of stroke is multi-factorial. The investigation also concluded that the risk of neurovascular events may increase if a high number of ablations, stacking of ablations and/or ablation outside of the pulmonary veins are delivered. The instructions for use (IFU) are instructions that provide detailed guidance on how safely and effectively use a medical device. It is the physician¿s responsibility to review the patient¿s medical history and make the best-informed decision based on all available information. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Event description:
A patient underwent a pulse field ablation (pfa) ablation procedure with a varipulse catheter and the patient experienced poor consciousness, and cerebral infarction was suspected. A computed tomography (CT) scan and magnetic resonance image (MRI) were performed. The results were not initially confirmed, but additional information confirmed that the imaging confirmed a small cerebral infarction. During the waiting period for the patient to wake up, the patient experienced poor consciousness, and cerebral infarction was suspected. Approximately one hour later, the patient¿s level of consciousness had not recovered, and computed tomography (CT) scan and magnetic resonance image (MRI) were performed. The results have not yet been confirmed. The procedure involved using a sound star eci catheter to obtain sound fast anatomical mapping (fam), followed by pfa with the varipulse catheter. The total number of ablations was 28. During normal operation, the catheter irrigation flow was maintained at 4ml/min, and during ablation, it was increased to 30ml/min for flow. The activated clotting time (act) was approximately 370ms during the procedure. The procedure was completed without issues. No extended hospitalization was noted. No abnormalities observed prior/during use of the product. Additional information was later received indicating that although a small cerebral infarction was observed in the examination, the cause of the impaired consciousness was due to co2 narcosis. Initially, it was reported that the outcome of the adverse event was improved. The imaging executed to diagnose or rule out a stroke was CT and MRI. Then, after the examination, the patient recovered without any other symptoms and is currently progressing well. The outcome of the adverse event was reported to be fully recovered (no residual effects) or symptoms. The patient was discharged from the hospital on (B)(6) 2025. The patient required extended hospitalization for one day. The type of neurological issue found was asymptomatic with co2 narcosis and small cerebral infarction. The physician's judgment on health hazard was that it was non-serious (moderate/minor). The physician's opinions on the relationship between the event and the product was that although a small cerebral infarction was present, it is unlikely to be the cause of the current symptoms. The activated clotting time (act) before the procedure was not measured. The act during procedure was approximately 370sec and remained around 370¿400 seconds throughout the procedure. One catheter was used for each exchange. The 28 ablations were performed within the pulmonary veins, and no ablations were performed outside the pulmonary veins. No evidence of char or blood thrombus/clot during the procedure.